Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned.

Event description:
It was reported that the drill guides (388.393 and 03.614.011) are rusting, the torque limiting handle (30.614.035) do not work properly, the rod cutter (03.614.021) has a dull blade and does not cut well, the persuader (03.614.027) is rusting, the quick coupling handles (324.107) are rusty, and the depth gauge (03.161.028) is broken. This is report 3 of 6 for this event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 3 of 6 for this (B)(4).